Manufacturer narrative:
Zimvie complaint number: (B)(4). D6: implant- explant date unknown / not provided g4: premarket identification k011028/k013227.

Event description:
It was reported implant fractured at the platform height. Surgery occurred on (B)(6) 2020.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d3: manufacturer email address d9: device availability g1: contact office (and manufacturing site for devices) contact name and email g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative zimvie did not receive one (1) tsvh10, (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1249589. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1249589 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant the customer did submit images for the reported event. The image was a patient with a fractured implant. Based on the investigation and risk management file review the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The x-ray image revealed a fractured implant. The reported event was confirmed via image evidence. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.